Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient reports his low is set for 70 but the receiver sounded a low alert at 105. Data was provided for investigation. Confirmation of the complaint was undetermined via data as we do not have receiver data. The probable cause could not be determined via data.